Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have pc board contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in the USA alleging the meter was not powering on. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.